Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
It was identified during order invoice processing that an expired device was implanted in the patient. The device expired on 2024-04, and was implanted on (B)(6) 2024. The rep confirmed that the vacuum seal on the implant was intact and the surgeon will be notified.. [Customer].